Manufacturer narrative:
The affected device was analyzed on-site by dräger service and the log file was secured for a detailed investigation. Based on the log entries it could be confirmed that the device detected an internal deviation and performed a single restart. Based on the log entries the root cause for the event was determined a disruption in the program run of the software as a single event. The deviation was solved after the restart of the device. A deviation in the electronic system that can't be rectified by sw routines will trigger a restart of the entire system. During the restart sequence which usually does not take longer than 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the unit restated while a patient was connected to the device. There was no patient injury reported.